Event description:
It was reported that during implant, the pacing lead could not advance within the entire length of the catheter from the proximal end.  It was also noted that the inner lumen of the catheter delaminated. The pacing lead was attempted not used, and replaced. It was further reported that the pacing lead was returned to the manufacturer, analyzed and tested out-of-specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was extrinsically distorted. Visual analysis of the lead indicated damage at implant. The full lead was returned with the distal end of the lead bent and blood in the helix. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.